Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on its superior vena cava (svc) coil and was undersensing. It was suspected to be fractured. The lead was turned off and then it was removed and replaced. No patient complications have been reported as a result of this event.